Event description:
It was reported that failure to expand occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed concomitantly with a atrial fibrillation (af) ablation procedure, which was completed first. Subsequently, baseline transesophageal echocardiogram (tee) imaging demonstrated a dual-lobe laa with prominent pectinate musculature and a largest ostium measurement of 22mm at 135 degrees. Transseptal puncture (tsp) was performed mid - mid, and good coaxial alignment was achieved with the watchman access system (was). A 31mm watchman flx closure device and delivery system (wds) was inserted and advanced into the laa. Upon deployment, the proximal portion of the wds did not fully expand, and a visible gap was observed on tee. The wds was left in place for several cardiac cycles to allow for spontaneous expansion, but no improvement occurred. Multiple deployment attempts were made, resulting in repeated under-expansion and inward concavity of the device shoulder. A total of seven (7) partial and five (5) full recaptures were performed. Due to persistent incomplete expansion, the wds was fully recaptured and exchanged for another wds of the same size. The second 31mm wds was deployed yet under expansion again occurred, and a concave bend/kink near the waist of the closure device portion was noted. Two (2) full recaptures were performed with abnormal resistance. Given the repeated inability to achieve appropriate expansion with the 2nd wds, the procedure was aborted. The patient experienced no complications and remained stable throughout. The patient was discharged.